Manufacturer narrative:
Concomitant product(s): a 419488 lead, implanted: (B)(6)2011, dtba1d1 ICD, implanted: (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were atrial tachycardia/atrial fibrillation episodes which appeared to be noise, and not true atrial arrhythmia. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were atrial tachycardia/atrial fibrillation episodes which appeared to be noise, and not true atrial arrhythmia. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event. (B)(6) 2018 it was further reported that the atrial lead exhibited oversensing during episodes of atrial fibrillation (af).